Event description:
Hospitalization for low bgs. It was stated that the customer normally disconnected from the pump at nighttime to avoid low bgs, and they will remain disconnected until they speak to the doctor to adjust the basal rates. Also the customer stated that they tend to experience low bgs quite often. Time and rates were correct. Device was not dropped, bumped, or exposed to moist.